Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Lot number - lot number 62526388, expiration date - nov 30, 2018, device manufacture date ¿ nov 18, 2013. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01672-1 and 0001822565-2017-01673-1.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant product(s): gsf femur left, catlog 00541401301, lot unknown; unknown tibia. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01672. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a revision of the tibial poly insert approximately 15 months post implantation, due to joint instability. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: gender solutions female (gsf) femoral component nonporous size 0, left cat: 00541401301 lot: 62722374; all poly patella size 2 8 mm thickness cat: 00542000802 lot: 63085295; headed screw 48 mm length single use only cat: 00579104100 lot: 63067394; headed screw 48 mm length single use only cat: 00579104100 lot: 63196755. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.